Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/25/2013 with the following findings: evaluation revealed that moisture was visible through the display lens. During testing, the display screen was found to be blank due to moisture in the pump. There was no visible moisture in the battery compartment. A leak test was performed revealing a display lens leak. The pump cover was removed and moisture corrosion was visible on the pumps internal components.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that the display was blank, and it had moisture behind the screen. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.